Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead. The noise was oversensed which resulted in pacing inhibition. The patient symptoms were unknown. The patient was admitted for a lead revision. Manipulation and coughing recreated the issue however, in the lab the physician could not reproduce the issue. The physician explanted the lead and a new lead was successfully implant. The lead is being returned for analysis.